Event description:
It is reported an unknown time after a procedure with an evis exera ii bronchovideoscope, the patient developed an unspecified infection and subsequently died. It is not known at this time if the infection and resulting death are related to the procedure or bronchovideoscope. Additional details regarding the patient and reported event have been requested, at this time, no information has been provided. This facility has reported three patient infections following procedures using bf-1th180 scopes. Case with patient (B)(6) reports a patient infection following a procedure using a bf-1th180 scope. Case with patient (B)(6) reports a patient infection following a procedure using a bf-1th180 scope. Case with patient (B)(6) reports a patient infection resulting in death following a procedure using a bf-1th180 scope.

Event description:
Correction to g3 of the initial medwatch. The aware date should be 07-jun-2021.